Event description:
Boston scientific received information that this right ventricular lead was explanted due to low impedance measurements and high threshold measurements. No adverse patient effects were noted.

Manufacturer narrative:
This lead was discarded. No additional information is available at this time. If additional information becomes available, this event will be updated.